Manufacturer narrative:
The customer¿s device was requested for investigation, but has not been returned. The investigation is ongoing.

Event description:
The initial reporter received a questionable high glucose result with an accu-chek inform ii meter serial number (B)(4) compared to another accu-chek inform ii meter. The reporter used the same fingerstick and the same vial of test strips for both meter tests tested with accu-chek inform meter serial number (B)(4), the reporter¿s glucose result was 180 mg/dl. Tested with the other accu-chek inform meter, the reporter¿s glucose result was 130 mg/dl "within a minute or so."